Event description:
Customer reported the system displayed a charger failure error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.